Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed connector tube coating peeling issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, reported issues were confirmed. In addition, connecting tube coat peeling, bending angle in down direction failure to meet standard value, bending angle in up direction failure to meet standard value, bending section cover cut, distal end scratch, light guide cover glass dent, and bending section cover detachment were observed. Investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that multiple black dots, bending the leak, and connecting tube scratches were observed with the evis eus ultrasound bronchofibervideoscope. The event occurred during reprocessing. During a standard service inspection of the customer returned device, the connecting tube had coat peeling. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.